Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
The secae fixator is not supposed to have any fixation with respect to the catheter. During use it was reported that, recently supplied venous cannulation catheters have been found to have a defect that compromises the safety of the procedure. A defect that compromises the safety of the procedure. The clamp does not remain firmly during cannulation, causing the catheter to detach unexpectedly from the catheter.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found.